Manufacturer narrative:
Device evaluated by MFR.: the sentinel cps was returned and analyzed by a bsc quality engineer. Visual analysis revealed a kinked distal filter slider, a sheathed distal filter, an articulated articulating distal sheath (ads), and a sheathed proximal filter. A functional test was performed and found that the proximal filter was able to be deployed via the proximal filter slider with slight resistance. A dissection test was performed using scissors to create a transversal cut on the distal part of the outer shaft. The proximal filter was found to be torn via microscopic inspection following the dissection test and deployment of the proximal filter. A protruding braid was also noticed.

Event description:
Reportable based on returned device analysis completed 27jun2022. It was reported that failure to deploy occurred. A sentinel cerebral protection system (cps) was selected and advanced into position. When attempting to deploy the proximal filter, the proximal filter would not deploy from the sheath. The sentinel cps was successfully removed from the patient. No patient complications were reported. However, the returned device analysis revealed the proximal filter on the sentinel cerebral protection system was torn.